Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to diabetic ketoacidosis and a blood glucose level of 350-353 mg/dl. Customer was treated with an intravenous insulin drip and saline. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the customer's non-tandem infusion set cannula became kinked. The brand and manufacture of the infusion set was not provided. Multiple attempts were made to follow up with he customer; however, a response was not received.